Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that cardiosave intra-aortic balloon pump (iabp) has flickering issue. No patient involved.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse reset the connection off display pcb. Machine is working ok and performed functional test successfully. Machine handed to the customer in working condition.

Event description:
N/a